Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered two inappropriate shocks. Device interrogation identified non-physiologic noise on the right ventricular (rv) lead, which likely led to inappropriate arrhythmia detection. Electrogram (egm) analysis showed stable signals at the time of therapy, with no evidence of true arrhythmia. Technical services suggested possible causes, including an insulation breach. Lead impedance values remained within normal limits. As a precaution, the ICD is scheduled to be turned off. No additional adverse patient effects were reported.